Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarms noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. The time and date were synced and monitored for 48 hours with no discrepancies/anomalies. Time/clock anomaly not confirmed. The following were noted during visual inspection: scratched case, cracked keypad overlay, broken belt clip rails and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarm lost loudness and clock ran fast. Customer reported insulin pump had random no delivery alarms and cracked along bottom edge. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis